Manufacturer narrative:
Pharmacovigilance: the involvement of sculptra has not been established however a causal relation between the events and the treatment procedure cannot be excluded. The reaction occurred two days after the treatment. The case was assessed as serious due to the severity of the events and the long-lasting medical intervention that was required. Additional information was received by the patient via distributor on 20-sep-2016. The patient is feeling better but is still suffering from respiratory and mobility problems. Patient has a medical history of other not specified health problems. Distribution: this case meets criteria for reporting. Corrective action: no remedial action/corrective action/preventive action/field safety corrective action will be initiated. Manufacturer evaluation: lot number was not reported and a batch record review cannot be performed. This case was assessed as non-serious with the initial information provided, however upon receipt of the follow up information this case was upgraded to serious.

Event description:
Case reference number (B)(4) is a spontaneous report received on 15-jul-2016 from (B)(6) via sanofi aventis. Patient contacted the distributor (B)(4) in sep-2016 and some additional information was received on 20-sep-2016. The case refers to a female aged (B)(6). The patient's medical history included a rapture in the pip breast implants in 2010, which caused an oedematous reaction of the entire body. On (B)(6) 2015, the patient received treatment with 4 ml sculptra (lot unknown) to face with unknown needle and unknown technique. Two days later, in (B)(6) 2015, the patient experienced severe, autoinflammatory disease(autoinflammatory disease). The patient had a very severe inflammatory reaction of the face (implant site inflammation), with weakness of the entire body (muscular weakness), for which a dermatologist prescribed injections of cortisone 80 mg [cortisone] per day for three months and augmentin [amoxicillin sodium] [clavulanate potassium] (the dosage of the latter was not specified). Subsequently, the patient showed a severely deteriorated general condition with several dysfunctions: respiratory problem (respiratory disorder), movement problems(movement disorder), severe oedemas (oedema) and enlarged lymph nodes(lymphadenopathy). None of the tests that were carried out to date (lung CT scan, MRI, pet scan, muscle biopsy, etc.) Identified a cause. A physician (no further details) said: "subject under investigation. The involvement of sculptra&#59400;has not been established. It is possible that the medicinal product revealed an autoimmune condition." The reporter assessed the case as serious due to other serious medical condition. Follow-up information received on 20-sep-2016 from the patient: patient was hospitalized in (B)(6) 2016 and she does not work anymore since 7 months. Patient has respiratory (only 50 % capacity left) and mobility problems. Patient is a bit better today but her health status is fragile. Patient also mentioned that she has other health problems but she did not precise. Further information has been requested but not received as of 12-oct-2016. At the time of the report the autoinflammatory disease was not recovered/not resolved. Outcome for the other reported events was unknown.